Event description:
The user facility reported that their device was retroflexing in the wrong direction during a procedure. No injuries were reported, however there was a minor procedural delay of a couple of minutes as a new scope tray needed to be opened to replace the scope in question. The procedure was completed successfully using the alternate device.

Manufacturer narrative:
On 8/28/2025 the device in question was received into the lab for evaluation. The lab confirmed the customer's reported issue with the device angulation direction. Upon evaluation it was found that the side cover angulation button was incorrect which was the cause of the improper angulation function direction. The lab determined that the side cover angulation button had been installed incorrectly in error during the previous repair. Details regarding the condition of the device as found during evaluation were shared with the customer and on 8/29/2025 the estimate to repair the device under warranty was approved. To address the customer's concerns the following repairs were performed on the device: cnb017 - side cover replaced, and ang002 - angulation adjusted w/stoppers. On 8/29/2025 the repaired device passed outgoing qc inspection and was returned to the customer. The repair technician and qc technician were retrained to the applicable process. Steris is not the manufacturer of the device, therefore UDI was not included in the MDR.